Event description:
The reporter stated that an infusion of 8.7ml of adenasine was wanted to deliver over 4 minutes. The unit gave invalid settings and went to 5 minutes. The dose delivered in 3 minutes. The unit was still used after the event. There was no patient injury or treatment associated with this event.